Manufacturer narrative:
H3, h6: the navio surgical system (us), npfs02000, (B)(6) used for treatment was not returned for evaluation, however a screenshot was provided for review. The screenshot warns the surgeon that the tibia checkpoint is off by 5.9 mm, which indicates that the tibia tracker moved. A relationship between the reported event and the device was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a user variance/technique (tibia tracker array movement). Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Reference: case-2021-00035930-1.

Event description:
It was reported that during navio urk procedure the tibia model was not matching up with reality. It is unknown how was the procedure completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.